Manufacturer narrative:
The root cause of the reported posterior capsular tear is unknown and cannot be determined because no samples were returned for root cause analysis. However, pressure changes and movements in the anterior chamber can be caused by unexpected bottle movements, causing the tip or instrument in the eye to puncture the capsular bag.

Event description:
The customer initially reported that a posterior capsule tear occured, and they attribute the tear to pressure changes from changing the bottle height. They called for assistance on how to set up the bottle height at 50, with doctor control of the IV pole. No post operative patient information was provided. Additional information received from the nurse on 08/22/2007 stated that the case was very difficult; the patient had weak zonules. He does not feel the system had anything to do with the posterior capsule tear. The surgeon had asked to change the bottle height to 55, after the tear had already occured.